Event description:
It was reported that during an implant, there was difficulty in placing the right atrial (ra) lead. The physician attempted numerous times. The ra lead eventually connected to device, and observed atrial lead was sensing in the ventricle. The ra lead had fallen again. The ra lead was removed and the ra port of the device was plugged. The patient was stable, with no adverse health consequences.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length was measured within specification. X-ray examination noted the inner coil was overtorqued at the connector region, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.